Event description:
The facility representative reported a colleague infusion pump with a battery damage alarm. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a colleague pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). Incorrectly populated. The sample received date was left blank. This has been corrected to include the date of (B)(4) 2011. Us equivalent 510k number of k063696 has been added. Device evaluation: the device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damaged main batteries. To correct the condition, the main batteries were replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.